Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: "all of the butterfly needles are extremely painful for patience like they have barbs on the sides".

Event description:
Sales representative reported on behalf of healthcare professional, stating "all of the butterfly needles are extremely painful for patience like they have barbs on the sides". This record is for an unknown side. Device status is unknown.

Manufacturer narrative:
After additional review, it has been determined that abbvie is not responsible for reporting on this product. Reporting is the responsibility of b.braun medical who has been notified of this complaint. Additional, corrected and/or changed data: h.2, h.6, h.11.

Event description:
Sales representative reported on behalf of healthcare professional, stating "all of the butterfly needles are extremely painful for patience like they have barbs on the sides". This record is for an unknown side. Device status is unknown.